Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic dependent patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After clearing the elective replacement indicator alert, the device did not resume normal. The device was explanted and replaced. The patient's condition post procedure was good.